Event description:
The customer reported the battery charge led is not working.

Manufacturer narrative:
(B)(4). The customer reported the battery charge led is not working. The device was evaluated at philips and the reported symptom was verified. The battery pca was found to be the fault. Replacing the battery pca resolved the reported issue.